Event description:
On (B) (6) 2006 patient implant of a 28-16-140bl bifurcated device, a 28-28-75l proximal extension, and two 20-20-55l limb extensions. It was noted that during the original implant, while advancing a balloon catheter for post dilatation, the bifurcated device was inadvertently pushed off of the bifurcation leaving the limbs in the aneurysm. The two 20-20-55l limb extensions were placed to extend into the iliac vessels, and the procedure was completed with good results. Approximately 3 years post implant, patient presented with a potential graft tear in the distal portion of the main body near the left limb. On (B) (6) 2010, the patient was treated with a 28-28-75l proximal extension in the distal portion of the main body in an attempt to exclude the leak. Post run showed that there was still a slight leak. The physician attempted to reline the stent grafts with a 28-16-155bl bifurcated device, however was unable to access past the aortic bifurcation due to the existing stent graft. The patient was brought back the next day ((B) (6) 2010) and treated with a 22 amplatzer plug, which resolved the leak. The patient tolerated the procedures and is reported to be doing well.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located outside the ten minute timeframe. This is a final report.

Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving readings of 79 mg/dl and 320 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.